Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspect device thrombosis and a specific cause for the elevated ldh, elevations in pump power and flow, and neurologic deficits cannot be conclusively determined. The patient experienced elevated ldh, power and flow elevations, decreased average pi, and transient neurologic deficits thought to be thrombus related transient ischemic attacks. The patient was elevated on the transplant list due to suspected device thrombosis, and underwent a transplant on (B)(6) 2019 reportedly, the device will not be returned for evaluation. Thrombus, hemolysis, neurologic dysfunction, and stroke are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The section entitled "patient care and management" contains a section that outlines anticoagulation therapies. The section entitled "pump performance monitoring" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was transplanted. The device will not be returned for evaluation. The patient was elevated on the transplant list due to a suspected pump thrombus. The patient experienced elevations in lactate dehydrogenase, suspect log file data, and transient neurology deficits thought to be thrombus related transient ischemic attacks. The patient¿s pump spun as expected at 9200 rotations per minute without interruption nor alarms, however, log files graphically displayed average power/flow elevations and pulsatility index decreases with intermittent power spikes ¿ consistent with suspected pump thrombus.